Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "inflammation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. These are known adverse events addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with 1.0ml of juvéderm® volift¿ with lidocaine in the tear trough. 11 days post injection, patient presented "suffering inflammation in the injected sites". Patient was treated with prednisone 30 mg for 10 days, "inflammation did not subside". Patient was then treated with hyaluronidase. Symptoms ongoing.